Event description:
Had a tendon repair surgery on (B)(6) 2013. Found out on (B)(6) 2014 the inforce reinforcement matrix that was used had expired in october. On (B)(6), had to have a debridement preformed due to infection. Which has led to know having no tendon in foot. Still under doctors care issues with swelling, healing. No one will say if the inforce being expired caused this problem, but no one can state it did not.